Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the patient had craniotomy surgery and a retained sponge was noted in the MRI post surgery. Disclosure to the patient/ parents was done. Per neurosurgery progress notes, in reviewing the patient¿s postop MRI, there was a notable t2 hyperintensity in the interhemispheric fissure posteriorly which was not noted on the patient¿s preoperative MRI. There was a concern for retained foreign object, specifically telfa used for protection of the cerebral cortex during the dissection of the interhemispheric fissure. Although the surgical counts were correct at the end of the operative procedure, the telfa was cut into strips and then counted. The telfa used does not have strings attached to facilitate counting. In reviewing with other operative personnel present during the surgery, it appears that one piece of counted telfa may have been cut again and the count not updated. This may account for the discrepancy between the correct surgical count and the apparent retained telfa visualized on MRI. The patient was scheduled to go back to the operating room for the removal of the retained telfa (exploration of left frontal craniotomy for removal of retained foreign body). The foreign object was successfully removed. The current status of the patient is stable.